Manufacturer narrative:
A couple of photos were shared by customer, where is observed 2 different tears in the tube at the base of the check valve, the ICU medical device is connected to an unknown set and not additional damage are observed. One used sample was received for evaluation connected to an unknown, sartorius bag. As received it was confirmed two different tears in the tube at the base of the check valve (white side). Due to the check valve flow direction and the sartorius bag connection, it was not possible to do it leak test at the device. Complaint of leaks can be confirmed based in the physical sample evaluation. Based in the tear this would be as a leak results. The probable cause of how, where and when this conditions happened it's unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for investigation. Investigation pending.

Event description:
The event involved a 12" (30 cm) appx 2.4 ml, ext set w/microclave¿, check valve where it was reported that manufacturing associates performed sample collection per workflow. While performing sample collection they noticed a leak was coming from the base of the check valve of the sampling system closed plastic sterile 2.2ml, (oracle#: 108651, internal lot#:sm0705328, supplier lot#:5943362) which is welded onto the bioreactor bag as a sample port. A hemostat was immediately placed on the line close to the cell bag and the sampling port clamp was closed. There was unknown patient involvement and unknown patient harm.